Event description:
Complainant alleged that while attempting to treat (B)(6) cyanotic male pt in cardiac arrest, the device displayed a "poor pad contact" message. Complainant indicated that the clinician first adjusted the original electrode pad placement, then replaced the CPR stat pads and continued treating the pt. Complainant indicated, the pt received doses of epinephirne, and CPR was performed until he was pronounced dead by the doctor in charge.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.